Manufacturer narrative:
Concomitant products: product ID: 3487a-45, lot# v138155, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v138155, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3487a-45, lot# v138155, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v138155, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had the device removed because it kept resurfacing. The patient was a truck driver and all of the bouncing from driving caused the stimulator to resurface to the skin. The stimulator was out but the wires were in the soft tissue of the skin. Of note, MRI compatibility guidelines were requested for an MRI of the knee. It was stated during this conversation that the device was removed because his body rejected the system and kept having trouble with it. If additional information is presented, a follow up report will be sent.